Event description:
It was reported that the patient was experiencing syncope. Observations of high thresholds, high impedance, and intermittent capture were noted on the patient's right ventricular (rv) lead. A lead fracture was suspected. The patient's implanted system was reprogrammed with increased pacing outputs as an interim intervention. Subsequently, the lead was partially removed and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).